Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the use of a 5f exoseal vascular closure device (vcd), it was reported that the physician pulled back the non-cordis sheath and the exoseal after indicator wire deployed. He stared at indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. However, the color did not change even though the sheath and exoseal were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no report of patient injury. The exoseal was prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A retrograde approach was used. This was an interventional procedure. No resistance or friction was experienced while advancing the exoseal vcd through the sheath, and there was no difficulty connecting the vascular sheath introducer with the device. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until pulsatile flow significantly slowed or stopped and the indicator window was expected to change to solid black; however, the window did not turn fully black. No red color was observed in the indicator window during retraction. The deployment button was not depressed due to the indicator not turning fully black, and no excess force was required. The physician did not have the thumb placed on the plug deployment button during retraction. The physician achieved certification on the use of exoseal. The physician used the exoseal 10 times per month prior to this procedure. The product will be returned for analysis.